Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow up report will be provided after the inspection results are available.

Event description:
(B)(4).